Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the patient¿s death was unknown. It was not reported if an autopsy was performed or if therapy was ongoing at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported event. A review of the service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found to have passed previous homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient did not experience peritonitis. The nurse's contact information was provided. The consumer was not a report source for the provided information and has been removed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the death was not reported or matched to this device until after the device had been serviced, a complete device analysis could not be completed to investigate the reported death. An event history log review will be performed. Should additional relevant information become available, a supplemental report will be submitted.